Event description:
During a percutaneous coronary intervention (pci), a percutaneous transluminal coronary angiography (ptca) prowater 300cm guide wire was opened and upon inspection it was found to be frayed at the distal end. The guide wire was not used on the patient and removed. Out-of-package failure.======================manufacturer response for prowater 300cm guide wire, prowater 300cm (per site reporter).======================the sales representative will be picking up the item in a few days and sending out an exchange product.